Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an integrity device, in a rca lesion with severe calcification. There was no damage noted to the packaging and there were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Atherectomy and several nc balloon inflations were carried out. However, it is reported that the integrity device failed to cross and stent damage was noted. No resistance encountered when advancing the device and no excessive force was used during delivery. No patient injury reported.